Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter broke while insertion and got stuck inside the patient. While trying to inflate the balloon, only 5ml sterile water could be inserted. The other 5ml of sterile water settled at the valve, creating a new "balloon". Later, the user tried to deflate the catheter but without success. They had to call a urologist and after 2 hours of long attempt to deflate the catheter, they had to pull the inflated catheter out of the patient which resulted in bleeding. Patient was set with a hematuria catheter. User reported that this was not a major bleeding and the patient was fine at the moment but felt very exhausted due to the long procedure. The patient experienced soreness and had been provided with pain relief. It was unclear if the urinary tract had been damaged by the procedure.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with state 10ml of sterile water or - for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." The device was not returned.

Event description:
It was reported that the foley catheter broke at insertion and got stuck inside the patient. While trying to inflate the balloon, only 5ml sterile water could be inserted. The other 5ml of sterile water settled at the valve, creating a new "balloon". Later, the user tried to deflate the catheter but without success. They had to call a urologist and after 2 hours of long attempt to deflate the catheter, they had to pull the inflated catheter out of the patient which resulted in bleeding. Patient was set with a hematuria catheter. User reported that this was not a major bleeding and the patient was fine at the moment but felt very exhausted due to the long procedure. The patient experienced soreness and had been provided with pain relief. It was unclear if the urinary tract had been damaged by the procedure. Per additional information via email from ibc on 22feb2021, the patient was provided morphine in batches throughout the procedure. It was unknown that if it was given subcutaneously or intravenously, but it was a fairly high dose in total. Per follow up via ibc rep on 22feb2021, the staff noticed that the foley catheter was broken when trying to inflate the balloon. There were no known or visual damages to the packaging or product prior to insertion. The catheter worked fine during the insertion, there was a good urine flow. They noticed the catheter didn¿t inflate normally. There was a great resistance when trying to insert the sterile water. They only managed to insert a few millimeters when they noticed the water was starting to create a ¿ new balloon¿ at the vault. The staff realized it was something wrong with the catheter and tried to deflate it to change it to a new one. They did not manage to deflate the balloon and had to call a urologist for assistance. The urologist tried to deflate the balloon, so yes the catheter was already broken. After various attempt to deflate the balloon, they had no other option but to pull it out with approx. 3ml water left in the balloon. The patient was exhausted after the event as it took almost 2 hours, the patient had some minor bleedings (light red color) for approx. 2 hours after the event and a hematuria was inserted. The hematuria was changed to a regular catheter after 1-2days (there was never a need to flush the hematuria during this time). The patient left the hospital with a regular catheter and no reports of any damages to the urinary tract have been reported after the event.